Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that even if no co2 is connected, the s5 gas blender system gave an alarm associated to co2 target adjusted. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: the unit was returned and during functional tests the reported event was confirmed. The root cause of the reported issue could be traced back to defective co2 flow sensor. The defective components have been replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.